Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have had a no delivery alarm. During troubleshooting, it was found that the alarm occurred most likely because she had a reservoir that was leaking. Her blood glucose was 127 mg/dl. While changing out the infusion set, she noticed that the insulin was leaking past the second o-ring. She said that she heard a clicking noise when trying to loosen the plunger rod. The insulin pump and the reservoir will not be returning for analysis.